Manufacturer narrative:
The investigation determined that a higher than expected vitros amon (ammonia) result was obtained from a non-vitros (biorad) quality control fluid when using vitros amon slides lot 1018-0251-6024 on a vitros 350 chemistry system. The cause of the higher than expected quality control result is unknown. The customer did not perform any additional troubleshooting at the time the point was obtained (such as run fresh quality controls), therefore fluid handling cannot be ruled out as a potential cause of the event. The customer did not provide precision data when requested. Although there is no indication of an instrument malfunction, a transient instrument issue cannot be ruled out as potential cause of the higher than expected point. An issue with amon lot 1018-0251-6024 is unlikely, as the quality control is in range when compared to the appropriate units; however this cannot be confirmed as the customer did not troubleshoot on this lot and instead calibrated and processed quality controls on a new lot. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros amon lot 1018-0251-6024.

Event description:
A customer obtained a higher than expected vitros amon (ammonia) result from a non-vitros (biorad) quality control fluid when using vitros amon slides lot 1018-0251-6024 on a vitros 350 chemistry system. Vitros amon result 270 umol/l versus expected vitros amon result (customer¿s baseline mean) of 222.4 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros amon result was generated from a non-patient fluid and the customer discontinued routine amon patient testing on the vitros 350 analyzer during the timeframe of the event because quality control results were unacceptable. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers: (B)(4).